Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message and was beeping. The system was locking up. There is no report of pt injury.